Event description:
Caller states that she obtained a result >300mg/dl and took 10 units of insulin. She reports a couple of hours later she felt low blood glucose symptoms and tested at 33mg/dl. No treatment received, she reports eating and feeling better. She also states that her device read 309 mg/dl and another device read 127 mg/dl within minutes. No quality controls were used. Requested return of suspect device and replacement was sent.